Manufacturer narrative:
The device was returned to olympus for evaluation however, the investigation has not been initiated as of this report. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication errors (b30 and e216) messages. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, evaluation, and correction of manufacture date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported error b30 and e216 were confirmed when the video connector was heated under the condition, e216 was displayed on the screen and the image stayed on. Once the electric power was turned off, and turned back on again, b30 was displayed, and the image was disappeared. In addition, the following non-reportable malfunctions were found during the device evaluation; air leakage from the universal cord (990mm from the edge of the control side boot), perforating at the leakage spot of the universal cord, and trace of water invasion. Based on the results of the investigation, the root cause of error codes was malfunction of the circuit board inside the video connector. Water invaded from the spot of the air leakage at the universal cord and circuit board short-circuited by water invasion which let to breakage of the electronic components. Since the subject device has not been repaired for over 10 years, electronic components were broken by aged deterioration which was stress of repeated energization. Olympus will continue to monitor field performance for this device.